Manufacturer narrative:
(B)(4). Carefusion field service rep replaced defective internal o2 regulator, which also fixed fio2 cal. Recalibrated flow xducer to bring displayed volume in spec with monitored volumes. Performed uvt/ovp. Now functioning as designed.

Event description:
Leak customer biomed called carefusion technical support and reported: "the vent has an audible leak and we are unable to pass fio2 cal." No patient involvement.